Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 44 first prime pulses and was deactivated at 54 pulses. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to deploy as intended. Abnormal discontinuous streaks were observed on the commutator cap, indicating poor electrical continuity between the rotational sensor springs and commutator cap. Although these abnormal steaks were noted, it did not have an affect on the needle deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was not worn and patient reported already having a blood glucose level of 350 mg/dl; method of treatment was not provided.